Event description:
It was reported that the 9800 sys displayed a collimator iris pot error during a case. The sys had to be rebooted and the procedure was completed but the reboot did not resolve the issue. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep repaired the broken wire in the hv cable assembly. Sys operates as intended.